Event description:
Swelling in knee [joint swelling]. Case description: spontaneous report received on 02-dec-2008 from a company rep regarding a pt (unk initials, gender and age). With a history of arthritis, who experienced swelling in the affected knee after starting synvisc. The pt received a series of synvisc injections into an unspecified knee on unspecified dates. The pt experienced swelling in the affected knee on the second injection. The pt was treated with steroids. At the time of this report, the outcome of the pt was unk.

Manufacturer narrative:
Evaluation summary: the product lot # was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints.